Event description:
Customer reports a false negative troponin (tni) result using the triage cardiac panel 25 test. No EKG, patient history, or diagnosis information known. Client was admitted for observation.

Manufacturer narrative:
Investigation pending.